Event description:
It was reported that rv lead was defective. The lead was capped and replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.